Manufacturer narrative:
Date of event: exact date unknown, event occurred less than a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 19435425/20266618.

Event description:
It was reported that the patient was experiencing pain where the ipg was located and was not getting an adequate pain relief. It was also noted that the ipg was not functioning as intended and the linear leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and linear leads were not returned due to hospital policy.